Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated charge circuit timeout. It was noted there was a charge circuit timeout and end of service (eos) status occurring on (B)(6) 2016.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached end of service (eos) before recommended replacement time (rrt) due to a charge circuit timeout. The crt-d was explanted and the physician replaced with the device a cardiac resynchronization therapy pacemaker (crt-p) due to patient condition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Analysis confirmed the reported charge timeout using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. The results were consistent with the device battery causing longer charge times and the charge timeout. Based on the destructive analysis results, no internal short occurred in the battery. There was localized li discharge along the edges and complete li severing that lead to isolation of anode segments 6, 7 and 8 and nearly complete li severing in segment 3. Anode severing resulted in a reduced li anode surface area and causes an increased battery resistance. Review of the save to disk data showed the device logged an excessive charge timeout on (B)(6) 2016, prior to explant. The excessive charge time resulted from increased battery resistance induced by li severing.